Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadenopathy.

Event description:
Patient's representative report pain in the breast. Later reported ""on the left (contralateral) side, supraclavicular consolidated pathologically enlarged lymph nodes that extend to the left infraclavicular and also show focal fdg uptake." "She also has left capsular fibrosis" via surgery report. This reflects the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient's representative report pain in the breast. Later reported ""on the left (contralateral) side, supraclavicular consolidated pathologically enlarged lymph nodes that extend to the left infraclavicular and also show focal fdg uptake." "She also has left capsular fibrosis" via surgery report. This reflects the left side. The device was explanted.